Event description:
Patient reported undergoing bi-lateral knee procedure on (B)(6) 2007. Subsequently, the patient has experienced progressively worsening pain in both knees. The patient is also experiencing mild to moderate knee effusions, edema radiating around the knees, legs, and feet, and dermatitis on the knees and legs. Immune system reactivity results showed patient has a sensitivity to nickel. As of this date, no revision procedure has been scheduled.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2011-01004 - 1009). The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.